Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 failed. A field service engineer (fse) opened the back of the station and found there was plastic debris that was interfering with the open sensor, so removed debris and cleaned sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the auxiliary drawer 1 malfunctioned on three occasions and displayed error messages stating ¿failed to stay closed¿ and ¿requires maintenance.¿ the customer indicated that the issue occurred during medication dispensing, requiring them to access medications from another pyxis station, which resulted in a delay in patient care. No adverse events or patient injuries were reported in connection with this occurrence.